Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unresponsive and could not be turned on. There was no patient involvement, as the issue occurred after initial charging of the pump and it had not yet been used on the customer at the time of the reported event. Reportedly the customer had a alternate pump as insulin therapy.